Event description:
During the atrial fibrillation procedure, the side port detached and a blood leak occurred. After transseptal punctured was performed, the sheath was inserted into the left atrium, and the mapping catheter was inserted into the sheath. While mapping, it was noted that the side port tube had detached and blood was leaking out. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h6 one 8.5f agilis introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. The root causes of this issue were determined to be consistent with a manufacturing issue.